Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent low glucose events while using the ilet pump, with lows occurring after meal announcements and following automated correction for prior hyperglycemia; the patient stopped announcing meals and treated lows with oral glucose, and the agent provided troubleshooting and education, noting the pump might have adapted incorrectly. Symptoms included hypoglycemia with blurred vision. Outcomes included the need for oral carbohydrate treatment with return of glucose to range and no hospitalization. Investigation included troubleshooting by support and education on best practices. Investigation of this case revealed an unclear cause of hypoglycemia with no confirmed device malfunction identified at the time of the call. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.